Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller reported patient stated about a year ago they were at a jail and when the wand passed over the stimulator location, the patient was shocked and thrown forward a couple feet. Caller stated patient's stim has not been the same since then. Patient also reported numbness and tingling going down the back of their leg. Caller saw the patient today and impedance check showed everything was fine except for electrode 8 that was elevated/orange. Patient was on dtm and not programmed on contact 8. Patient reported that the stimulator feels loose in the pocket but caller palpated the site and it felt normal to them. Caller also reported patient complained that it takes 4 hours to recharge even with it always showing excellent connection. Caller checked the tablet recharging stats which showed recharge sessions ranging from 30 minutes to 2 hours, sessions were either excellent or good and caller saw nothing out of the ordinary. Patient mentioned when they recharge they can feel the charge going from the battery up into their back and this occurs whether stim is on or off during recharging. Patient indicated all these issues started around the same time as the incident at the jail. Caller stated they reprogrammed the patient on ld settings and with cycling. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Caller stated patient is going to monitor issues and let caller know how things go.